Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as a no delivery alarm. Customer's blood glucose level at the time 128 mg/dl. Troubleshooting occurred.customer does not recall any significant event leading up to the alarm. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. Motor was tested outside the device and passed. Unit had cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked case at display window corner and stained end cap sticker.